Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a low glucose event while using an ilet pump integrated with a dexcom g7, with the lowest cgm value of 46 mg/dl and a concurrent fingerstick of 56 mg/dl; the user calibrated the cgm to 56 mg/dl and had active low alerts. Symptoms included asymptomatic hypoglycemia. Outcomes included self-treatment with oral carbohydrates (a 36-gram boost drink taken during colonoscopy preparation), after which glucose rose to 144 mg/dl, with no hospitalization. Investigation included review of device data, alarm history, recent supply change, infusion set type, dosing behaviors, and contributing factors such as nighttime correction doses and stress. Investigation of this case revealed no device malfunction and suggested that overnight correction dosing while glucose was rising, combined with situational stress, could have contributed to the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.